Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having difficulty breathing/short of breath, that is related to CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external investigation, the manufacturer observed dust/dirt contamination on several components including the top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, and dc jack color insert. They also observed a missing accessory module flip door. The manufacturer confirmed that the base unit provided airflow using a known good power supply and ac power cord. During the internal investigation, an unknown contaminant was found inside the ui and rear panels, as well as inside the bottom enclosure. There was evidence of liquid ingress with mineral deposits observed on the blower, blower box, and p4 power connector. Additionally, a contaminant consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.